Event description:
During left eye vitrectomy, the circulating nurse and surgical tech attempted to set up the cryosurgery machine. The cryo probe initially was appearing not to work with either the left or right tank. Then when the probe did work properly and indicate that it was ready for use, the attending surgeon was readying to place it to the left eye when it began firing without anyone pushing the foot pedal. The unprompted firing made the attending decide to use another treatment option in place of the cryo which he had planned on using. This occurred once more at the end of the case when no one was near the cryo machine.